Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of medical records, the patient was revised to address aseptic lymphocytic vasculitis associated lesion and metallosis resulting to pain, discomfort, elevated metal ions and alval. Operative note reported gross metallosis and staining with some necrotic tissue. Aspirated 10 ml of black fluid and had fair amount trunnnionosis as staining of the tissue around capsule. Cup was suboptimal about 30 to 40 degrees anteverted but fine. No significant impingement. Cup was not revised due to explant system was not available. Doi: (B)(6) 2009; dor: (B)(6) 2017; left hip (1st revision).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.